Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine device exchange. Device interrogation prior to procedure revealed atrial lead noise. The lead was capped and replaced on (B)(6) 2020. Patient was stable post procedure.